Event description:
It was reported that the atrial lead dislodged shortly after implant. The lead was explanted during a routine device change out procedure and was not replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned. Analysis was performed and no anomalies were found. However, the distal conductor of the lead was obstructed due to a stylet/guidewire fragment stuck in the lumen and the distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth. Visual summary analysis of the lead indicated apparent explant damage and stretching. The lead has been stretched so the inner tubing buckled and prevents the helix from functioning properly. (B)(4).